Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive cable was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported the cine function was not operating as intended. A loss of cine, subtraction, road-mapping, or other critical vascular functions could result in delay or termination/rescheduling of an interventional procedure. There is no report of injury or death associated with this event.